Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected battery power loss alarm. The customer¿s blood glucose level was 207 mg/dl at the time of the incident. The customer stated that they did not receive the low battery alert prior to off no power alert. The customer stated that battery cap was neither damaged nor loose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no low battery alert and off no power alert noted.